Manufacturer narrative:
No sample has been received as yet, however, the customer has indicated the sample is available and will be sent shortly for eval. Additional info will be provided, via a f/u report at that time.

Event description:
Event description: upon removing the nasogastric feeding tube from the pt's right nare, felt resistance like it "got caught at the tip". When the tube was removed the bolus tip was missing from the rest of the tube. Upon x-ray it was noted the bolus tip had remained in the pt's esophagus/stomach area.